Event description:
Event description guidant received information that this implantable transvenous left ventricular lead dislodged after one day of implant. The physician attempted to reposition the lead, but had difficulty maneuvering the guidewire into the lead. The physician attempted to place a second lv lead and also had difficulty inserting the guidewire. Lastly, the physician was unable to implant the third lv lead because of diaphragmatic stimulation.